Manufacturer narrative:
Retrospective quality review indicated this complaint should have been MDR reportable. The investigation determined that the surgeon used spare implants from the locking screw caddy to successfully complete the surgery. The threaded tops were returned for eval (the saddle components were missing), the returned devices showed wear on the anodize coating on the underside of the part from contact with the saddle. A review of the complaint system showed that this was the second recorded incident of this type for atoll at the time of the investigation in 2009. This considered to be an issue related to surgical technique. If the rod is not bent enough to be parallel to the bottom of the locking screw and the locking screw is being used to persuade the rod into position, it can create stress on the implant that can separate the upper & lower portions of the locking screw. The specific issue is covered in the fmea (failure modes and effects analysis) in the relevant design dossier. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
It was reported that during a spinal surgery procedure, the saddle of cap of the component disassembled from threads. There was no adverse outcome for the pt.